Event description:
It was reported by the affiliate that during an unk procedure, that the scope did not set in the cylinder. Another like device was used. There was no pt consequence. One device returning.

Manufacturer narrative:
Disassembled scope lock. Eval summary: the analysis results showed that the b5st device was received with the scope lock misassembled in addition it was noted that the housing post and cap were damaged. No functional test could be performed, due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing, to ensure the device meets the require specifications prior to shipments, in inaddition, a sample of the batch is inspected at gqa. We have documented the circumstances as they were reported to us. In addition, complaint info trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.